Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Number (B)(4). Event occurred in france. It was reported that the patient faced infusion set was leaking at connector event on 01-apr-2024. . No further information was available.